Event description:
In this case, the customer reported that pt images from a pediatric brain exam exhibited an area of increased darkness. A philips field service engineer (fse) confirmed that the trained professional requested that the pt have magnetic resonance imaging exam performed because it could not be determined if the area of increased darkness was an artifact or pathology.

Manufacturer narrative:
Note: we have completed our investigation of this event. We will file a follow-up MDR at the completion of this investigation. (B)(4).